Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical damage on the device at the foreign material detection point. The event can be detected by following the instructions for use (IFU) which state: ·inspection of the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing of the evis exera iii gastrointestinal videoscope, foreign material (possible bristles from the cleaning brush) was found in the scope biopsy channel due to insufficient or incorrect reprocessing. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, debris caught in the biopsy channel, labels peeling, angulation low, distal end plastic cover dented/scratched, objective lens glue worn off, light guide lens glue cracked/worn, bending section rubber glue cracked, insertion tube scratched, and light guide tube scratched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.